Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit would not come out of standby mode. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 08feb2019. Date rec¿d by MFR : 14jan2019. Additional information was received that a third party service technician performed troubleshooting on the device and was unable to duplicate the reported error. Reportedly, the unit immediately came out of stand-by mode as anticipated. No parts were returned to philips for analysis, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.